Manufacturer narrative:
Batch review performed on 03-feb-2025: lot 2418061: (B)(4) items manuf-feb-actured and released on 04-sept-2024. Expiration date: 30-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to acetabular bone perforation, at about 4 days after primary. All components were revised. The surgeon reports that the event that caused the perforation was due to the patient's failure to load post-operatively. The patient herself overloaded from the day after surgery. No intraoperative problems with reaming and impaction.